Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that patient faced skin infection areas and uti and was started on augmentin, patient believes it will cover skin infection and also has nodules on her knees. No further information is available.